Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device history record summary: the documentary research in the batch file shows that no element could explain this issue: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. All the syringes are inspected individually after filling and no problem was detected. There was no non conformity on the different elements of the syringes (syringe, plunger, plunger rod, tip cap, finger grip). The extrusion force value shows an expected consistency of the product. The sterilization cycle is registered as conforming. Device labeling for the reported event of detachment of device component, break, and leak: "precautions failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection."

Event description:
Healthcare professional reported that one syringe of juvéderm® ultra plus xc had a ¿broken syringe where the needle screws on¿ and the needle ¿exploded¿ causing product to ¿come out everywhere.¿ patient contact was made. No injury to patient, staff, or injector. Packaged needle used and tightened by hand.

Manufacturer narrative:
Device analysis: visual analysis of the returned device noted "empty syringe of 1.0 ml received without cap, no needle. The luer taper is broken, a plastic part is missing."

Event description:
Additional information: healthcare professional confirmed that the needle did not disengage from the syringe.